Event description:
It was reported that, when performing the function test, the pacemaker test comes out incorrect, giving an incorrect function test. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device and user operation. It was found the device was missing its testing cables and test load. The user was not following the correct procedure. The cables and test load were obtained then used per procedure and the device passes all testing. Based on the information available and the evaluation conducted, the cause of the reported problem was user error. There was no device malfunction. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was confirmed operational after the required parts were obtained, installed, and then used as per procedure. The investigation concludes that no further action is required at this time.